Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was further reported the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted due to sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was further reported the patient underwent a revision/explant on (B)(6) 2009 and ams sparc was implanted due to sui, pain, bleeding and urine leakage. It was reported that patient underwent extracapsular cataract extraction w/ posterior chamber intraocular lens implantation on (B)(6) 2009. It was reported that patient underwent cystoscopy, urethral dilation, marcaine instillation, b/l retrograde pyeloma w/cystoscopy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced scarring, urinary frequency, dysuria and cystitis.